Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated ckmb result generated by unicel dxl 800 access 2 immunoassay analyzer.patient sample was repeated and normal ckmb result was obtained. The original and repeat results are provided.the erroneous results were not reported out of the laboratory.patient treatment was not impacted by this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
Customer reported receiving erratic readings on their freestyle freedom lite blood glucose monitor. Customer reported receiving readings of 47 mg/dl and 500 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).